Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01121.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coil lps. During the procedure, the physician reported that the ruby coil lp would not advance past its initial position within its introducer sheath. Therefore, the ruby coil lp was removed. While attempting to advance the next ruby coil lp, the same issue occurred. Therefore, this ruby coil lp was also removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.